Event description:
Physician reported that implanted device appears to be encased in a fibrinous layer affecting the patient's visual acuity. Physician plans to remove the lens and send it to an independent laboratory for analysis. Iol will not be returned to the manufacturer.